Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient. It was reported that the patient complained of pain on hip and burning at lead site when she got out of her car and entering it. It was also reported that the patient had been more anxious since starting the evaluation and has had a couple panic attacks. It was further indicated that the patient had turned off the stimulation and the interstim was going to be removed on thursday (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.